Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: b5.

Event description:
Per clinical review: during start up for a cardiopulmonary bypass (cpb) procedure on (B)(6) 2020, the perfusionist received a 'disk boot up failure' message on the heart lung machine (hlm). The team opted to exchange the hlm for another one. There was a ten minute delay in the set up. The procedure proceeded as normal. There was no blood loss or harm due to this message and changeout of the hlm.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. He reseated the batteries installed by the facility's biomedical engineer and reset the ccm basic input output system (bios). He checked the ccm calibrations, and the operation. The unit operated to the manufacturer's specifications. This complaint is related to (B)(4)/MFR# 1828100-2020-00435.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) screen went dark and unable to boot-up after battery the was replaced. As a result, an alternate device was employed, and resulted in a delay. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient.